Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user refers that access to sound with device comes and goes and also refers a strange sound perception since the last three weeks. Re-implantation is considered.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. Based on the manufacturer's experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. Additionally, an incomplete insertion during implantation surgery is reported with three channels left out of cochlea. According to the device explantation report an additional channel migrated out of cochlea. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user reports that access to sound with device comes and goes and also has a strange sound perception since the last three weeks. The user has been re-implanted.